Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing found the connector was loose resulting in noise and image blackout due to a locking lever failure. The connector could be connected. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported the flat connector on the subject device made poor contact during a otorhinolaryngology procedure. As a result of the poor connection, the screen occasionally went black but the image was restored when the video connector was moved. The procedure was completed with this device. There was no effect on the patient due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, (1) the phenomenon (image sometimes disappears due to contact failure of the connector but comes back when wiggling the video connector) was attributed to faulty receptacle unit (gn260200); (2) the phenomenon (loose flat connector) was not reproduced, and the cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.